Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was detached and stretched. (B)(4).

Event description:
Coiling treatment of an ica aneurysm. It was reported that the coil could not be detached. Upon removal, the coil detached within the microcatheter. The entire system (microcatheter and coil) was removed successfully without incident. No patient injury reported.